Event description:
An article in the journal "neurosurgery," nov 2009, reported that in a retrospective study of neurosurgical procedure using a collagen sponge duraplasty and using duraseal surgical sealant, it was found that in 13% of the cases, there were postoperative csf leaks.

Manufacturer narrative:
The report in the article in the journal "neurosurgery," nov 2009, was not a report of a controlled study, but was a retrospective review of prior cases. The article indicated that the cases in which implantation of multiple products were used for dural closure may represent the surgeon's recognition of a situation with inherently high risk of postoperative csf leak. The article concluded that pts who require add'l non-autologous materials to effect closure of the craniotomy site, such as dural sealants and cranioplasty materials, are at increased risk of post operative csf leak. No conclusions should be drawn regarding causality. An article in the journal of neurosurgery: sep 2007 concluded that duraseal sealant applied with collagen based dural grafts significantly reduced csf leakage. An article in journal of neurosurgery: jul 2009 concluded that duraseal sealant is effective when used for watertight dural closure in conjunction with non-autologous duraplasty materials.